Event description:
It was reported that a pt was being mechanically ventilated on a bennett 7200ae ventilator. The settings were simv 4 bpm, 550cc tidal volume, pressure support of 20cm h2o and 50% fio2. The device was being used to humidify the inspired gas. At approx 1400 in the afternoon, the pt's ventilator began to pressure limit the breaths and the pt was receiving enough ventilatory support from the ventilator to meet minute ventilator needs. The pt became cyanotic and interventions were taken by health care staff present. The device was removed from the circuit and then the ventilator stopped pressure limiting the breaths. The device was obstructing the flow of gas into and out of the pt due to high resistance of the filter medium. The device, according to the hospital, was being used within the MFR's guidelines of "maximum 24-hour use if drugs or solutions are nebulized". The device had been replaced, according to the hospital, the night before and was in use less than 24 hours. A respiratory care practitioner (rcp) responded to high pressure alarms on the ventilator just 5 minutes before the major resistance and pressure limiting problem. The rcp suctioned a scant amount of sputum from the pt and drained approx a teaspoon of clear liquid from the device. The high pressure alarm condition no longer existed and the rcp left the room. The pt's physician arrived about 1400 and the pt had severe shortness of breath. The ventilator was pressure limiting, peak ventilatory pressures were 60 plus cm h2o, and the pt was not getting tibial volumes. Several ventilator maneuvers were attempted, but the pt did not respond until the device was removed from the circuit. The pt returned to a stable condition after a new device was placed in the circuit.